Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of adhesive found under all key contacts.

Event description:
A family member reported that the keypad buttons would not respond after he removed the battery from the pump. In addition, the family member indicated that the keypad was intact and does not clean the pump and that the patient wears the pump in a pocket.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.